Event description:
It was reported that the surgeon removed the gamma nail due to patient fracture. Gamma nail due to patient fracture.

Event description:
It was reported that the surgeon removed the gamma nail due to patient fracture. Ggamma nail due to patient fracture.

Manufacturer narrative:
Evaluation summary: no deviations were found during review of the manufacturing and inspection documents (DHR). The nail kit was documented as meeting specifications prior to distribution. An investigation was not possible due to missing product and information. The IFU includes several warnings, contraindications and adverse effects (implant damage, obesity, full weight bearing, long implantation time, non-unions). However, the DHR review revealed no deviations in the design and manufacturing. Based on this review a manufacturing issue can be excluded. No discrepancies were detected during risk analysis review. No non-conformity identified; no previous or actual actions are in place.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be reported on a supplemental report.